Event description:
It was further reported that there was mild (1-2mm) stent deformation likely due to interaction with a post-dilation balloon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, there was a stent profile problem. Using the right femoral approach, the procedure treated the 99% stenosed target lesion located in the left circumflex (lcx) artery. Pre-dilation was performed with a 2.0x12mm maverick 2 balloon inflated three times to 15 atms for 10 seconds. Next a 3.0x6.0mm flextome cutting balloon was positioned across the proximal lcx lesion and inflated 7 times to maximum inflation of 12 atms. Then after intravascular ultrasound, a 3.5x20mm promus element plus stent was advanced and deployed at 10 atm's for 10 seconds. The stent delivery balloon was inflated two additional times to 11 atms and 6 atms for 10 seconds each. The physician intended to cover all the way to the ostium of the vessel, but after angiography noted there was a gap between the ostium and the stent that the physician felt should have been covered by the stent. Post dilation was performed with a 3.5x12mm nc quantum apex balloon with 7 inflations to maximum 16 atms. Additional post dilation was performed with a 3.5x6.0mm flextome cutting balloon inflated 7 times to maximum 14 atms. Next a 3.5x12mm promus rx stent was positioned in the proximal area to cover the gap and proximal edge of the implanted stent and deployed at 9 atms for 10 seconds. Two additional inflations were performed with the stent delivery balloon inflated to 10 atms for 10 seconds. Post dilation was performed with a 3.5x12mm nc quantume apex balloon with 3 inflations to maximum 18 atms. No further patient complications were reported and the patient status is fine.